Event description:
According to the rptr, the pt had an auto accident in 1987 in which the aorta was transected. Pt had surgical repair at medical center. Pt had double delour 20mm graft placed in 1987. In 2001 pt went to hosp and bled out into left chest. The rptr did the autopsy and found that the graft did not fail at the suture lines. Suture lines were still intact. The actual material in the graft was stretched, dilated and ruptured, causing the pt to bleed to death. The pt died three hours after admission to the hosp.